Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range shock impedance measurements gradually rising. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.